Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history records related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there were no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. This is the first of two reports from this reporter. (B)(4).

Event description:
A health professional reported that two forceps tips would not open. Procedure details, patient involvement and patient impact information is unknown. Additional information was requested. Additional information received clarified that two consecutive forceps would not open prior to patient contact during surgery. A third alternate forceps was obtained in order to proceed with and complete the procedure. There was no impact to the patient.